Manufacturer narrative:
(B)(4). Following information requested but unavailable: please confirm that it was a hematoma (meaning ¿ there was a swelling of clotted blood within the tissues) that was identified and noted by a medical professional? Or, was it post-operative bruising? What treatment was administrated to address the hematoma? Are there any patient demographics (age, gender, etc.)?

Event description:
It was reported that after an unknown procedures that the customer has stated they are having numerous issues with grounding pad from megadyne leaving sticky residue behind, causing bruising upon removal and skin denuding of patients where pad has been placed. Bruising/skin denuding due to adhesive. Customer did share that they slowly removed the pad, using different technique and it appeared that by going slower it drew more blood to top of skin causing more of a hematoma.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2019. Corrected data: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information obtained: it was confirmed that the patient did not experience a hematoma, no denuding of the skin and no intervention was required. It was not a pad site burn. It was an elderly patient. Removal caused bruising leaving a triangular mark and a residue of blue substance on the skin.